Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow buttons were sticking and had delayed responsiveness for a few weeks. The patient claimed a crack was in the casing. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons responded appropriately. The original complaint of the up arrow and down arrow buttons' sticking and delayed responsiveness was not confirmed or duplicated during investigation. There was evidence of contamination found under all key contacts.